Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the lead migrated after placement and was not working and lead replacement wasdone so the battery was also replaced. And that it was unknown if issue was resolved. It was also stated that the cause of the intermittent stimulation was possibly faulty battery no further complications were reported/anticipated at this time.

Manufacturer narrative:
Concomitant products: product ID: 978a133, lot#: va2bhv3, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a133, serial/lot #: (B)(4), ubd: 12-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient feel stimulation sometimes if they sit a certain way or relax, but not all the time. Patient reported they can feel their rectum contract, contract a little more and then release. They didn't know if this is normal. Patient confirmed feeling in bike seat area. They stated they are concerned that they feel stimulation get stronger, go away and then come back.  They said it was every 3-5 seconds it was changing. During call, it was reviewed stimulation expectations.  Patient inquired about how to check the programming if therapy was going on and off or staying on (continuous). During call, it was reviewed how to check therapy status. Patient wanted more details regarding programming. Patient was redirected to their healthcare professional (hcp) to discuss programmer and to contact manufacturer representative if needed to further discuss. Patient further reported they are going in for a lead replacement in a couple weeks. Patient stated they "guess it doesn't fit right". Patient disconnected call so clarification was unable to be obtained.